Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) was split prior to use and was not able to be inserted. A new unknown device was opened and the procedure was completed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the tip of a 6/7f mynx control vascular closure device (vcd) was split prior to use and was not able to be inserted. A new unknown device was opened and the procedure was completed. There was no reported patient injury. Additional information was requested but not provided. The reported event of ¿atraumatic tip frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review and without the return of the device, it is not possible to determine what factors may have contributed to the issue reported. Handling or device storage factors may have contributed to the reported event. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.